Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative. The patient had an implantable neurostimulator (ins) for chronic back pain. It was reported the patient's device never worked and would not hold a charge. It was also reported that it worked for a couple of weeks, then they could not charge it. The patient noted no one would take it out, and their managing physician was no longer practicing. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.